Event description:
It was reported that the implant at tooth site #30 was removed due to damaged threads. Implant placement, cover screw wouldn't engage, didn't want to accidentally cross thread.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsvmwb10, (imp,tsv,mcol mg,4.7mm,10m) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone/tissue attached to external threads. Functional testing with the returned mount and in-house cover screw verified the implant's inner threads are fully functional. Both devices engaged and disengaged as intended. No apparent malfunction was identified with the implant. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1297163. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1297163 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation is improper techniques used by the customer, during procedure (excessive torque.). Therefore, based on the available information, and functional testing the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.